Event description:
At about 1 year from primary, the patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revised stem, head, and liner and also implanted a dm coverter. Surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 17-jun-2025: lot 2211325: (B)(4) items manufactured and released on 18-10-2022 expiration date: 2027-10-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Aseptic loosening is a possible literature-described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.